Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet stuck and unable to advance into the right ventricular (rv) lead. The rv lead was unable to be implanted into the patient's body. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were stylet stuck, stylet failure to advance, and unable to implant. A complete lead was returned in one piece with the stylet stuck inside the inner coil lumen. The reported events of stylet stuck and stylet failure to advance were confirmed. Visual inspection found the blue ptfe coating of the stylet to be stripped and bunched inside the inner coil at the connector region. X-ray examination found the inner coil bunched adjacent to the connector pin consistent with procedural damage. The reported events were isolated to stripped ptfe coating of the stylet and bunched inner coil at the connector region, consistent with occurring at the time of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.